Event description:
In 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would not power on. The patient tests her blood glucose 3 times a day. She manages her diabetes with set dosages of glimepiride. She also takes atenolol and another specified medication for high blood pressure. The patient indicated that the alleged issue started one week ago, during the morning time. Although the patient mentioned that she could not test because of the alleged issue, she continued to take her medications as prescribed. Also, the patient mentioned that she started eating less. Two days after, the patient claimed that she started feeling dizzy. Due to the dizziness and not being able to test her blood glucose, the patient visited an emergency room (ER) a day later, around 7:30 pm. The patient claimed that her blood glucose was tested by the ER but she could not remember what result was obtained. The patient alleged that she was treated with insulin (unk type/dosage) by the ER and released an hour later. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received insulin treatment from an emergency room (ER) 3 days after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.